Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the insulin pump and it was exposed to moisture. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the damage was on the battery tube side case and the insulin pump's functionality was affected. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corrosion was noted on the keypad connector, motor connector, motor force sensor connector, and both battery connectors. Corrosion was also noted on the electronic stack. Flashing white display was due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, cracked lcd window, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of crack on pump battery side and exposure to moisture were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted, in addition to corroded electronic assembly. Additionally, flashing white display was noted, caused by corroded electronic stack. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.